Event description:
It was reported that the device was explanted, because it was not working.

Manufacturer narrative:
The product is unavailable for return to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records shows no anomalies. All our products are 100% tested at the time of manufacture.